Manufacturer narrative:
The gore® tag® conformable thoracic stent graft, (ctag), a gore® tag® conformable thoracic stent graft with active control system, (ctag ac)are being reported under MFR report # 2017233-2020-00002. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft, (ctag), a gore® tag® conformable thoracic stent graft with active control system, (ctag ac), and a gore® tri-lobe balloon catheter. The ctag and the ctag ac were successfully deployed. When the physician started closure of wound, it was noted the patient¿s motor evoked potential was lost. After awakened, the patient could not move both his legs, and paraplegia was confirmed. On (B)(6) 2019, the patient could move his left leg. However, he could not move his right leg. Rehabilitation is planned. Reportedly, the patient underwent cerebrospinal fluid drainage before and after tevar. The physician stated following: the risk of paraplegia was originally high in this patient because the adamkiewicz artery was from the aneurysm sac. The exact cause was unknown, but the physician suspected that thrombus was released during touch-up ballooning. The fsa stated following: also, there is a possibility that the thrombus was released when the device was advanced because of the large volume of thrombus in the aneurysm sac.